Event description:
A history of volume discrepancies were noted between (B)(6) 2010 and (B)(6) 2012. No major discrepancies were observed until the previously reported date of (B)(6) 2012, where the actual volume exceeded the expected volume 38 to 32 ml¿s. The session data reports revealed no abnormalities. With regards to the medication, the certificate of analysis revealed no anomalies.

Manufacturer narrative:
(B)(4) denotes the previously reported symptom of "dopiness".

Event description:
It was later reported that on (B)(6) 2012 the expected volume was 38 milliliters (ml), however, 32 ml were aspirated; a volume discrepancy of 6 cc. The pump was replaced. The physician was concerned of possible over infusion by the pump causing an overdose. This was concluded from observed volume discrepancies and patient symptoms. The patient presented with some level of 'dopiness' after a pump refill. This overdose symptom subsided at some point and the patient had normal therapeutic coverage. However, the patient later presented with loss of effectiveness, consistent with under dosing or even symptoms of withdrawal, prior to the scheduled refill date. The patient outcome was reported as resolved without sequelae.

Manufacturer narrative:
(B)(4). Supplemental report submitted to correct event summary: the complete catheter was returned for analysis. As received the catheter was occluded at the most proximal dispensing hole; likely dried drug or blood. A white material was found but there was not enough material present to send for further analysis. During decontamination the occluded material was easily removed. It was believed that the material dried and occluded the proximal dispensing hole after explant. In conclusion, no significant anomalies were found. Analysis of the pump included a review of the logs indicated that in the pump¿s life it had stalled and recovered. Information within the product event file shows a motor stall and recovery on (B)(6) 2012. The initial printout listed three drugs listed: dilaudid at .5 milligrams (mg)/milliliter (ml), clonidine at 150 micrograms (mcg)/ml and bupivacaine at 25 mg/ml. Also noted on the printout was programming for the personal therapy manager (ptm) usage. Dispense testing indicated the pump over infused. The dispense test was repeated to confirm the issue and this failed laboratory testing protocol. Further infusion testing was performed. The pump was tested at a mid-range therapeutic rate of 300 ul/day for 15 hours which also revealed over infusion. Volume testing was not performed due to the confirmed over infusion revealed in the infusion testing. A stop pump test was then performed. X-rays were taken of the pump head roller position prior to and after each test. These revealed in specific orientations of the pump head that the pump was leaking fluid even when the pump was stopped. It is possible if the tube, bulkhead or pump head no longer met design specifications that fluid could flow past the roller. This investigation suggested that the physical properties of the pump tube were altered from a combination of mechanical and chemical stresses.

Event description:
Two volume discrepancies were reported. In (B)(6) 2012, 38 ml was expected and 32 ml was aspirated; one day later, 5.2 ml was expected and 0 ml was aspirated. The patient experienced constipation, nausea, vomiting, an inability to sleep, and tingling and mild numbness in their face and arms. The medications used within the system were dilaudid, bupivacaine, and clonidine. Additional information was requested but was not available at the time of this submission.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). The complete catheter was returned for analysis. As received the catheter was occluded at the most proximal dispensing hole; likely dried drug or blood. A white material was found but there was not enough material present to send for further analysis. During decontamination the occluded material was easily removed. It was believed that the material dried and occluded the proximal dispensing hole after explant. In conclusion, no significant anomalies were found. Analysis of the pump included a review of the logs indicated that in the pump's life it had stalled and recovered. Information within the product event file shows a motor stall and recovery on (B)(6) 2012. The initial printout listed three drugs listed: dilaudid at .5 milligrams (mg)/milliliter (ml), clonidine at 150 micrograms (mcg)/ml and bupivacaine at 25 mg/ml. Also noted on the printout was programming for the personal therapy manager (ptm) usage. Dispense testing indicated the pump over infused. The dispense test was repeated to confirm the issue and this failed laboratory testing protocol. Further infusion testing was performed. The pump was tested at a mid-range therapeutic rate of 300 ul/day for 15 hours which also revealed over infusion. Volume testing was not performed due to the confirmed over infusion revealed in the infusion testing. A stop pump test was then performed. X-rays were taken of the pump head roller position prior to and after each test. These revealed in specific orientations of the pump head that the pump dispensed fluid even when the pump was stopped. It is possible if the tube, bulkhead or pump head no longer met design specifications that fluid could flow past the roller. This investigation suggested that the physical properties of the pump tube were altered from a combination of mechanical and chemical stresses.